Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and rupture.

Event description:
Patient reports "breast infection, a rash and an autoimmune disease. I have pain and discomfort. I have intermittent high temperatures and my breast shape is not the same as it was before." Additionally, patient reports thyroid disorder, painful periods, memory issues, brain fog, mood swings, mental exhaustion, anxiety, body aches, difficulty concentrating, lichen planus, loss of feelings in hands, chills, photosensitivity, hair loss, problems hearing, "nipples won't go down", "breast pain 10/10", possible rupture and leakage, loss of feeling in the nipples, extreme fatigue, depression, and headaches. This record is for the right side. The device has been explanted.